Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip (80208u254) while locked. It was reported that the mitraclip procedure was to treat functional mitral regurgitation with an mr grade of 4. The patients pressure gradient was 2 mmhg. During preparation of the first clip delivery system (cds 80208u254), while performing the final arm angle (faa) test, the clip opened slightly. The faa test was repeated three more times and the clip functioned normally. The decision was made to continue use with the device and the cds was advanced to the mitral valve. The leaflets were grasped and mr was reduced to 2. During deployment and after the second faa test, the clip opened slightly and mr increased to 3. The clip was implanted. A new cds (80208u151) was prepped to treat the first clip slightly opening, and to further reduce mr; however, during preparation, the clip slightly opened during the faa test. The cds was not used and was replaced. An additional cds (80119u140) was advanced to the mitral valve, and the clip was implanted without issue; however, after deployment, the pressure gradient increased to 6mmhg. The next cds (80215u159) was advanced to further reduce the mr; however, when leaflets were grasped, the pressure gradient increased to 7-8 mmhg; therefore,, the clip was not implanted and the cds was removed. The pressure gradient returned to 6. Two clips were implanted, reducing the mr to 2. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was investigated and due to the returned condition of the device (clip was deployed and not returned), the reported clip opened while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. The mitraclip system instructions for use states: do not use device if damage is detected. Use of damaged product may result in air embolism, device or device component embolization, vascular and or cardiac injury. The reported continued use of the device after the clip had slightly opened did not influence the reported mechanical issues. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.